Manufacturer narrative:
Additional narrative: investigation coordinated by synthes (B)(4): investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material inspection sheet/certificates and the manufacturing records showed the chemical composition, microstructure and mechanical properties of the plate are in compliance with the international standards iso 5832-2 and astm f67. The fracture is homogenous which indicates material conformity. The manufacturing documents were reviewed and no complaint related issues were found. In conclusion, the failure of the investigated lcp was due to dynamic bending and torsional loads which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated plate had to absorb and neutralize forces for a large number of cycles that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the plate broke post op. On (B)(6) 2012, the patient went to the hospital where the broken plate was noted. According to the parents, the patient was full weight bearing on the leg.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies. Placeholder.